Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 16.2 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization exceeding the limits of the catheter. (B)(4).

Event description:
Treatment of an avm. It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2011-00203.